Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please specify what was the reported malfunction that occurred with the needle? During a surgery with a patient the end of the suture broke away from the end of the needle while the doctor was suturing. Did the needle pulled off from suture? Did the needle broke? During a surgery with a patient the end of the suture broke away from the end of the needle while the doctor was suturing. Was the needle dull? Did the needle bent during the procedure? During a surgery with a patient the end of the suture broke away from the end of the needle while the doctor was suturing. Could you please provide the lot number? Lot: qcmdam. Exp: 2025-02-25. Purchased in february. Was the procedure completed successfully? We used another suture to complete the surgery without any issue. Event date? The incident happened on (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a dermatology procedure on (B)(6) 2021 and suture was used. During the procedure, the end of the suture broke away from the end of the needle while suturing. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.